Event description:
During lead replacement procedure on (B)(6) 2013, dr (B)(6) had difficulty obtaining a stable position on the interventricular septum. This lead was positioned with some difficulty also but final measurements were satisfactory. The facility was (B)(6) in (B)(6), australia. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).